Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to an adc meter. A sensor scan of 83 mg/dl was compared to a blood glucose of 111 mg/dl on the adc meter. As a result of the lower readings, the customer self-presented to the emergency room " he overdose of taking insulin for the false readings." The customer further reported unspecified hcp treatment and remaining in the emergency room to check his blood glucose levels on the hcp meter. No further information was reported and the customer declined to continue to troubleshoot. No further information was provided. There was no report of death or permanent injury.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to an adc meter. A sensor scan of 83 mg/dl was compared to a blood glucose of 111 mg/dl on the adc meter. As a result of the lower readings, the customer self-presented to the emergency room " he overdose of taking insulin for the false readings." The customer further reported unspecified hcp treatment and remaining in the emergency room to check his blood glucose levels on the hcp meter. No further information was reported and the customer declined to continue to troubleshoot. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.